Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a torn lens haptic was noticed after insertion. The lens was removed intra-operatively and same model lens was successfully implanted. The incision was not enlarged, but sutures were used. The surgeon indicated that in his opinion the most likely cause of the iol damage was due to foam tip plunger/overrode iol. The pt's current prognosis and treatment is: "routine care - uncomplicated." Please ref MDR #: 1119279-2013-00194 for the delivery device used during the event.